Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the current pump for backup therapy and was sent a replacement pump by technical support.